Event description:
Pt reported obtaining back-to-back blood glucose results of "500 something" [mg/dl] and 179 mg/dl on the active system. Pt indicated that therapy was not modified based on these values. No associated injury was reported and no treatment was received. Pt did not provide the location where the discrepant results were obtained. Pt noted that the test strips that produced the discrepant values may have been expired; however, she was unable to confirm this as the strips had been discarded. The suspect product was not returned to the MFR for eval. Active system: active strip lot and expiration date not provided.

Manufacturer narrative:
The active test strips are the suspect device.